Event description:
Customer reported (B) (6) discrepancy. They obtained (B) (6) results on the pos combo 26 panel and (B) (6) results when tested against another test method also performed for the clinical isolate. It is unknown if the results were reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: testing performed by a reference lab confirmed discrepant results. Conclusions: product is within performance claims. The cause of the oxacillin susceptible results is unknown.